Manufacturer narrative:
The insulin pump had intermittent button response due to flattened button dome switches. No frozen display was noted. The insulin pump passed the functional testing with no excessive no delivery alarm, low battery, or bad battery alarm. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
A customer's mother reported via phone call that the customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 261 mg/dl at the time of the call. The customer stated that the insulin pump has been freezing and the act button seemed to be stuck. The customer complained that they had scar tissue, so the customer was advised to rotate and change the site of the sensor. The customer was able to rewind the pump and change the set. The customer was assisted with the troubleshooting and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.